Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6), and the reported events (patient expiration, right heart failure, and cardiac arrhythmia) cannot be conclusively determined through this investigation. The account communicated, that the patient expired on (B)(6) 2020, due to right heart failure and cardiac arrhythmias. No alarms or device-related issues were reported in association with the event. The account communicated, that it is unknown if (B)(6) was explanted. If an autopsy was performed. And if the pump will be returned for evaluation. No further information was able to be provided by the account at this time. The heartmate ii left ventricular assist system instructions for use lists right heart failure, cardiac arrhythmia, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The instructions for use cautions: ¿right heart failure can occur, following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system, due to reduced filling of the pump¿. The relevant sections of the device history records were reviewed, and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through that the patient passed away due to right heart failure and arrhythmias. No additional information was provided. Privacy laws prohibit the customer from providing information regarding the case.